Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ the cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer loaded the cartridge with cold insulin and was not performing the air removal step properly. Tandem technical support educated the customer on proper user guidelines. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 97 mg/dl.